Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was transferred from another facility with an intra-aortic balloon pump, post left anterior descending artery st elevated myocardial infarction, to place impella for mechanical circulatory support. It was reported that the nurse changed the purge cassette during troubleshooting due to a high purge pressure problem, however there was no change in the purge pressure after changing the cassette. The physician had the nurse change the purge fluid to tissue plasminogen activator in sterile water at the patients beside. Additional information noted patient care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.